Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged bronchitis twice, severe infections, sinusitis. The patient also alleged enlarged heart. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged seeing particles in the device, bronchitis twice, severe infections, sinusitis, enlarged heart.. The device was returned to the manufacturer's product investigation laboratory for investigation. During the inspection, the manufacturer using a known good power supply and power cord and observed the following from an external and internal inspection. Light dust-like contamination on the blower box, black dust-like contamination (inconsistent with degraded sound abatement foam) on the ui panel and rear panel, black hair-like fiber on the top enclosure. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found no error. The manufacturer unable to directly address the symptoms outlined in the complaint and they was not able to confirm the presence of degraded sound abatement foam. The manufacturer can confirm the presence of contamination in the airpath. In this report, section h6 has been updated.